Event description:
During lap sleeve gastrectomy harmonic device stopped working. The screen said handpiece "re-set". Device was re-set and same message appeared. Changed for new instrument which worked. Instrument had 50 uses left on cord.